Event description:
As reported by the user facility: brief inquiry description: infusion disrupted by false upstream occlusion alarm resulting in near miss detailed inquiry description: patient was receiving levophed via space infusomat pump when the pump alarmed upstream occlusion. The alarm was not able to be confirmed or corrected. Patient's pressure dropped when pump stopped, causing the patient to experience cardiac arrest. Near miss. Umms is gathering additional information to file an rca.

Event description:
Patient was receiving levophed via space infusomat pump when the pump alarmed upstream occlusion. The alarm was not able to be confirmed or corrected. Patient's pressure dropped when pump stopped, causing the patient to experience cardiac arrest.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device was not returned for evaluation, and the device logs were not made available. Further investigation of the complaint is not possible without a device for evaluation or the device logs. If the device or the device logs do become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A review of the complaint file discovered the initial MDR report was inadvertently submitted with both adverse event and product problem checked in section b, #1. The intention was to submit the report as adverse event only. This follow-up MDR is being submitted as a correction to indicate MDR 2532083-2024-00032 is being submitted for the adverse event occurring on (B)(6) 2024 with the use of the infusomat pump.